Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/14/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, and scar, under entire patch area, which occurred the same day the sensor had been inserted in the arm. The reaction was treated with a bepanthen cream (otc). No other details were documented and multiple attempts to contact the patient for more information were unsuccessful. The scar was present more than 3 months after the skin reaction occurred. The patient was in good condition at the time of report. No additional event or patient information is available.